Event description:
It was reported that following the implantation of the elevate pc anterior device the patient complained of moderate urinary frequency and urgency. Medication was administered on (B)(6) 2013. The event was continuing as of (B)(6) 2014. There were no further patient complications reported as a result of this event.